Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the reported balloon rupture/leak appears to be due to circumstances of the procedure. It is likely that the rupture/leak occurred due to interaction with the lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified and tortuous posterior tibial artery. The armada 18 was advanced into the patient anatomy. Some resistance was noted due to the patient anatomy, but the device was able to advance to the target lesion. During the first inflation, the balloon was inflated to 8 atmospheres (atm) and leaking was noted at the balloon. Balloon rupture was suspected and the device was removed without resistance. A second same device was then used without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.